Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that a ventilator touch screen was unresponsive. There was no patient involvement

Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported touchscreen complaint. An unrelated issue was found and corrected. The device passed all testing. The reported event could not be duplicated.